Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and the procedure was delayed 20mins and completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system wouldn¿t emit x rays. Review of the system log file showed that suite pc has lost its connection to the certeray generator and multiple error occurred on the psc platform. Rse instructed the customer to reboot the system. After restarting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system was unable to emit x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.